Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the devices screen backlight does not work; the display was very dim. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the display was very dim at the highest setting. The rse advised the customer to replace the user interface (ui) display assembly with minimum 2.10 software and provided the customer with the part ID for the ui assembly. Multiple attempts have been made on 21feb2025, 06mar2025, and 14mar2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.